Event description:
This spontaneous report was received on 11-jun-2026, via email, from a female consumer of unspecified age in the USA in association with thermacare lower back and hip. Medical history, allergies and concomitant medications/supplements were unspecified. The consumer used thermacare lower back and hip on an unspecified date and experienced medical device site burn. No additional information was provided. Follow up attempts to the consumer via email on 11-jun-2026 and 12-jun-2026 were unsuccessful.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, and no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the adverse event subclass. Care should be taken when using the device, following all safety and using information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on the thermacare product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.